Event description:
A hospital in great britain the feedset tube for an mr290 autofeed humidification chamber "snapped" at the connector. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4)and visually inspected. Results: results: visual inspection revealed that there was a break in the feedset tube where it is inserted into the chamber. The surface at the break is rough and not smoothly cut. A lot check revealed that there is no other complaint of this type for lot number 110802. Conclusion: the feedset tube break was rough, suggesting that the damage was caused by the tube being pulled, away from the chamber, possibly due to the feedset being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that four mr290 autofeed humidification chambers have broken waterfeed line. This was found prior to patient use.

Manufacturer narrative:
(B)(4). (Date of this report) & (date received by manufacturer): this complaint was initially received by fisher & paykel healthcare (fph) on (B)(4) 2011 with insufficient information to gain a clear description of the problem. Follow ups were made with the customer and we received an explanation of the problem along with the returned device to fph (B)(4) office on (B)(4) 2011, in which we became aware that this complaint was vigilance reportable. The complaint mr290 chamber is currently (B)(4) to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.

Event description:
"A hospital in (B)(6) the feedset tube for an mr290 autofeed humidification chamber "snapped" at the connector". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Date of this report and date received by manufacturer: this complaint was initially received by fisher & paykel healthcare (fph) on (B)(4) 2011 with insufficient information to gain a clear description of the problem. Follow ups were made with the customer and we received an explanation of the problem along with the returned device to fph (B)(4) on (B)(4) 2011, in which we became aware that this complaint was vigilance reportable. Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed a break at the feedset tube, near the spike. The surface at the break was rough and not smoothly cut. A lot check revealed no other complaint of this type for lot 100922. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away, possibly due to the feedset tube being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).